Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The device was tested and it was confirmed that the distal bearing was damaged. It was further determined that the root cause of the cutter insertion failure was most likely from corrosion and organic debris which led to degradation of the bearings resulting in misalignment of the inner races of the bearings. The assignable root cause was determined to be due to user error (cleaning, sterilization, and/or maintenance procedures not followed as per dfu). If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that after a posterior cervical fusion surgical procedure, it was observed that the drill bit device could not be removed from the unlocked attachment/handpiece device. According to the reporter, a pair of pliers was needed to pull out the device. The reporter confirmed that it was unusually difficult to insert another unused drill bit device as if the lumen was damaged. There were no delays to the surgical procedure. A spare device was not required. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.